Manufacturer narrative:
Updated fields: b4, e1 (mail ID), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that prior to use the cardiosave intra- aortic balloon pump (iabp) had autofill failure. There was no patient involvement. A getinge fse evaluated the device and replaced pneumatic module assy, rohs. All functional and safety test passed.

Event description:
N/a.

Event description:
It was reported that prior to use the cardiosave intra- aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.